Event description:
An implantable pulse generator (ipg) system was returned from a competitor with no information. Information identified in the paperwork indicated the patient died approximately 5 months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead implanted: (B)(6) 2012; 5076-52 implantable pacing lead implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a nalysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.